Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported while the lead was connected, the base grommet rotated when the set screw was tightened by using the torque wrench. A connection failure occurred. No x-ray images were available. The cause of the event was unknown. The product was not used in the patient and was replaced with a new extension. The impedance was within a normal range after the replacement. Because the lead could not be removed due to its engagement inside the possibly defective extension, the lead was removed by damaging a part of the extension. The issue was resolved at the time of the report. No complications were reported or anticipated.

Manufacturer narrative:
Analysis of the extension (serial no. (B)(4)) found the distal end connector was twisted in molded rubber. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion code updated based on investigation activities. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.